Manufacturer narrative:
(B)(4). Date sent: 2/26/2018. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the event?

Event description:
It was reported that during an anastomosis, at the time of firing of the device despite the audible feedback the clamps did not close on the anastomosis. It was necessary to suture for total closure of the anastomosis. There were no patient consequences reported.